Event description:
The patient is reportedly experiencing intermittencies with use of device. System lock was obtained when pressure was applied. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Testing confirmed that the device is functioning. Device revision surgery is being considered.